Manufacturer narrative:
Result: IV poles.

Event description:
It was reported by service report that the head end left and right IV poles and head end left inner and outer panels were broken and there were sharp edged. No pt involvement or adverse consequences are reported.